Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. Additional information received that indicated per medical opinion, the annular rupture was caused to the mild calcification on the annulus.

Manufacturer narrative:
The valve remains implanted. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive regarding the exact cause of the rupture, but could be related to the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The valve remains implanted.

Event description:
As reported by our affiliates in (B)(6), the patient who underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. The patient had a minor pericardial effussion post procedure likely cause by an annular rupture. The patient felt into hypotension and tamponade. Once the pericardium was apically tapped and drained, fluid did not re-emerge and patient stabilized and recovered.